Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative (rep) on 2024-07-09 regarding an implanted infusion pump. The pump was used to deliver fentanyl. Dose and concentration information was unknown. It was reported, per the patient's nurse, that the patient had a slight volume discrepancy. The expected reservoir volume was 4.3ml and 9ml were removed. In regard to any environmental, external, or patient factors that may have led or contributed to the issue, there were no known factors. The patient was being referred to his surgeon for him to evaluate and decide how to proceed. At the time of this report, no actions had been taken, but the patient was seeing his surgeon soon. At the time of this report, the issue was not resolved and the patient status was "alive-no injury". The patient's weight was unknown. The patient's medical history included non-malignant pain. Additional information was received from a healthcare provider (hcp) and company representative (rep) on 2024-07-14 reporting that no actions have been taken yet to resolve the volume discrepancy. Additional information was received from a healthcare provider (hcp) and consumer via a company representative (rep) on 2025-05-19 and it was reported that on (B)(6) 2025, the patient experienced withdrawal symptoms. He was able to use his personal therapy manager (ptm) and that helped him slowly feel better. He also stated that the doctor¿s office did a pump study on his pump recently. According to the patient he was told that his pump was not functioning properly and should be replaced. The rep did not know any further details on the results of that pump test at this point. It was unknown if there were any environmental, external, patient factors that may have led or contributed to the issue. Regarding diagnostics/troubleshooting performed, the patient had a pump and dye study (results not reported). Actions/interventions included the patient used his ptm to supplement. The issue was not resolved at the time of this report. Additional information was received from the rep on 2025-05-21 and it was reported that they were present for the p atient's pump refill where it was discovered that while 6.9ml of drug was expected to be remaining within the reservoir, 11ml of drug was removed. The patient was instructed by the doctor that he would be referred for an early replacement of both the pump and entire existing catheter, but the surgical date had yet to be scheduled.

Manufacturer narrative:
Continuation of d10: product ID neu_unknown_cath. Product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: neu_unknown_cath, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from the healthcare provider (hcp) via a manufacturer representative (rep) indicated that the pump was replaced on 2025-06-05. The catheter was also replaced.

Manufacturer narrative:
H3: analysis of the pump found no significant anomalies fluid path slight damage to septum material. Analysis of the catheter found so significant anomalies, catheter body deformed in shape and or abrasion, did not affect infusion. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a healthcare provider via the company representative who reported that initially the patient stated that his discrepancy was based on the findings of his dye study, but after speaking with his nurse practitioner, no issues were found in the dye study. The system appeared to be functioning properly. No cause for the catheter issue was determined but the physician went ahead and replaced the pump and catheter at the patient¿s request. No issues were found with the pump study. The cause for the issues were not determined. The issues were resolved.